Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent revision surgery due to non-union. Intra-op, tip of the torx shaft stripped. No patient complications were reported.

Manufacturer narrative:
Product analysis results: visual and optical examination identified that the tip of the torx driver is worn from what appears to be repeated normal use. This is consistent with anticipated wear. If information is provided in the future, a supplemental report will be issued.